Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient is alleging asthma (new or worsening). In addition, the patient also alleged eye irritation and nose irritation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.